Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and had to discontinue therapy while on peritoneal dialysis (pd) modality. The customer had to have their catheter removed. It was reported the patient has experienced a pd infection and had to discontinue therapy, additionally, the catheter was removed. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Clinical investigation: multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. Patient demographics, nature and cause of the infection, medical intervention required, and the patient¿s current disposition remain unknown. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformities or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.